Event description:
It was reported that during initial implant surgery the patient experienced asystole and the patient was resuscitated. No device had been opened or implanted at this time. The surgery was cancelled and the patient was taken to the intensive care unit. The patient was discharged home on (B)(6) 2014. The surgeon indicated that there was no known cause of the asystole.

Event description:
Notes were received that were dated (B)(6) 2014. Notes state patient became hemodynamically unstable at the beginning of the surgery prior to any blood loss. A chest incision was created after sterile prep and drape. The anesthesia provides notified us of hypotension with a blood pressure of 40/22 and a code was eventually called. The chest incision was closed with staples and ointment was applied. The patient subsequently stabilized by the anesthesia team and transported to the cardiac ICU.